Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned . Evaluation: photo analysis: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photos show product with a black spot inside the closed package. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Sample analysis: the product was received for evaluation. Visual analysis of the returned sample revealed that one sealed packet that pertain to product code was returned for analysis. Upon initial inspection of the returned samples, the sample was observed with an unknown black foreign matter not related to the production process. Based on the information currently available, the foreign matter was identified during the investigation of the sample received. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported pre-op to unknown procedure on (B)(6) 2023 and topical skin adhesive was going to be used. A black foreign object/ fluid (looks like adhesive) was found inside the packaging of product. Upon receipt and analysis of the sample, it was observed to have an unknown black foreign matter not related to the production process inside the package.